Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the temperature sensor p3 broke during removal of the catheter from the sh eath while preparing to go back transseptal for additional left atrial mapping. Mapping then continued with electrode p3 excluded, and tachycardia was mapped in both the right atrium and left atrium and identified as a focal atrial tachycardia originating from the superior coronary sinus ostium, located close to the cardiac conduction system. This was not the clinical tachycardia and the location was too close to the conduction system to be safely ablated with a large tip catheter, cardioversion was performed. The case was completed. No further patient complications have been reported as a result of this event.